Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 6mm foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when she pushed the plunger rod, "clear liquid" came from barrel onto needle.

Manufacturer narrative:
H6: investigation summary: no samples or photos were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 2164262. All inspections and challenges were performed per the applicable operations qc specification. H3 other text : see h10.

Event description:
It was reported while using relion insulin syringes 3/10ml 31 gauge, 6mm foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when she pushed the plunger rod, "clear liquid" came from barrel onto needle.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.